Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted with no complications.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy and pain at the ipg site. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. The report of "discomfort" at battery site was not able to be confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and it passed all functional testing on the ate. Which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related.